Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working correctly. The device would count up to seven and then she had to reset the time and customer's doctor attempted to adjust it the device and was unable to. Troubleshooting was performed for low battery alert and blank display. Her blood glucose was over 500 mg/dl. Customer was advised to insert a new battery as the last battery was changed tree weeks ago to resolve the low battery alert. During troubleshooting for blank display no anomaly was noted, so a new battery cap was sent to the customer to disregard issue it. Customer then mentioned due to her high blood glucose her primary care physician treated her at the customer's home. The insulin pump is not returning for analysis.